Event description:
The facility's registered nurse reported an infusion pump with failure code 500 during pt use. Info was requested by baxter regarding specific pt info, tubing product code lot number in use but no additional info was available. The pump was programmed to infuse normal saline at a rate of 100 cc per hour and the volume to be infused was 500 cc. There was no pt injury as a result of the failure. The hosp rep stated that there has been no reports of any pt incident involving this pump since the last baxter service event.